Event description:
Advincula uterine manipulator slipped out of vagina during a robotic hysterectomy. This was due to a faulty occluder balloon, where it would not inflate. Circulator got another advicula manipulator which was placed, and procedure proceeded without any complications.